Manufacturer narrative:
Per the t:flex user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (40-50 mg/dl) at night. Food and juice were consumed to address the low bg. The customer thought that switching from u-100 to u-500 insulin may have been a cause of the low bg. As the events had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.